Event description:
It was reported by customer that there was a break in the line at the distal end of the mediport needle. It was at the junction of the tubing and hard plastic end, which had the needleless access valve placed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a break in the tubing was confirmed and was determined to be use related. The product returned for evaluation was a 20g x 3/4"" w/y-site safestep infusion set. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that there was a break in the line at the distal end of the mediport needle. It was at the junction of the tubing and hard plastic end, which had the needleless access valve placed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.